Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, self-test, and an unexpected restart error test. Insulin pump passed all operating currents tested with in the specific range and passed off no power test. Insulin pump was also received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that she was taking large amounts of insulin but it was not entering her body. Last night her blood glucose level was 430 mg/dl. She treated her blood glucose level with manual injections and the insulin pump. The customer noticed her blood glucose levels were high two weeks ago and would not come down with the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.